Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The root cause of the reported phenomenon could not be identified. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. [Considerations] the following was confirmed from the investigation. There was no abnormality at the inspection of olympus service operation repair center (sorc). There was no detailed information about usage. From the above investigation, it was not possible to identify the cause of the reported phenomenon. Also, since there was no abnormality in the subject device, the cause could not be surmised. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was inspected at olympus service operation repair center (sorc), but it could not duplicate the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the cavity pressure of the subject device could not increase during the preparation for use. The occurrence date of the event is unknown. There was no patient injury associated with this report.